Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a non-penumbra intermediate catheter. During the procedure, the physician placed a neuron max in the patient. The physician then attempted to advance an intermediate catheter into the neuron max, but the intermediate catheter would not advance past the hub of the neuron max. Therefore, the intermediate catheter was removed. Afterwards, the physician attempted to advance another intermediate catheter into the neuron max, but the same issue occurred. The intermediate catheter would not advance through the neuron max. Therefore, the neuron max was removed. The procedure was completed using a new neuron max and the same second intermediate catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max revealed a kink near the hub, distal to the ID band. If the device is retracted from its packaging at an extreme angle or is otherwise mishandled during for use, damage such as a kink may occur. During functional testing, a demonstration 6f select was advanced through the neuron max with resistance due to the kink. The kink near the hub likely contributed to resistance during the procedure and the functional test. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.